Manufacturer narrative:
Pending device analysis.

Event description:
Cather implanted as per standard surgicla technique. Worked well for 2/7 then pressure increased and they were unable to reduce with usual techniques, leading to possible fault. Caltheter and unit replaced with not furhter events. Original catheter previsouly returned with no fault observed. (Related to the case (B)(4)). We are now sending the unit back for testing also.